Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up on this matter found that the reported issue resolved on its own without the need for invasive intervention.

Event description:
It was reported the patient (B)(6) is experiencing heating at the ipg pocket. The discomfort is reportedly apparent within two to three minutes of initiating stimulation. A diagnostic test found no issues with respect to impedance measurements. Efforts to resolve this matter via reprogramming were unsuccessful. The patient desires replacement of the ipg.